Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that the safety lock failed to engage per customer: "the safety lock failed to engage and the whole needle withdrew when withdrawing from the patient. There was no harm to the patient or nurse."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.